Event description:
Allen alleges that the patient alleges that when he stopped the chair it continued to roll down a ramp, hitting a wall and flipping over. End user alleges minor scrapes and bruises and broke eye glasses.